Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited a shocking lead impedance measurement of greater than 125 ohms. All other lead measurements were normal. A 31 j shock was delivered to evaluate the integrity of the shocking system. The impedance was within the normal range at 60 ohms. The device and lead remain implanted. This device was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device inspection was performed. The device delivered nine shocks ranging between 1.1 and 31 joules. The impedance measurements for these shocks ranged between 45 adn 51 ohms. All daily shock impedance measurements for the last year range between 92 ohms and greater than 125 ohms, with a majority being greater than 125 ohms. A microscopic inspection of the header noted that the lead seal witness marks in the defibrillation port indicated that the lead was not fully inserted. It was concluded that this was the cause of the open daily and manual shock impedance measurements while the delivered shocks had typical shock impedances.